Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional testing including the rewind, seating, basic occlusion, occlusion, force sensor, displacement or self test due to the display anomaly. The pump was received with minor scratches on the lcd window and case. The pump was received with a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped. The self-test was not possible. It was also not possible to deliver 3 units of insulin via fill cannula without alarms. The high pressure test was not possible. Customer's blood glucose level was 60 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.